Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they were hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for pd catheter (not a fresenius product) issues involving partial occlusion from fibrin and catheter migration. There was no report of the patient experiencing any adverse event or serious injury that could potentially cause or contribute to this event. The patient underwent ccpd therapy on a hospital provided baxter cycler (not a fresenius product) during this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient's pd catheter complications and the associated hospitalization were not due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient recovered from this event and prescribed heparin to address fibrin buildup in the catheter. The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).